Manufacturer narrative:
No images were provided for evaluation. Visual observation of the implants show significant gouging on the surface. It's possible that excessive force applied to the implants during the removal process attributed to this gouging. However, the exact cause of the reported issue could not be determined.

Event description:
It was reported that a revision was completed for a creo rod that had slipped post operatively. This event occurred in germany.